Manufacturer narrative:
The reported lot number was valid. Pharmacovigilance comment: the serious event of implant site swelling and the non-serious event of implant site erythema were considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention with intravenous antibiotics and steroids. Potential etiologies include infection and severe inflammatory reaction. Potential contributory factors include concomitant and previous administration of other hyaluronic acid fillers, past treatment with unknown facial fillers and user handling errors. The case report meets the seriousness criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a company sales representative which refers to a female aged (B)(6) years. No information about medical history has been provided. The patient denied history of allergies. Concomitant filler treatments included ellywick sodium hyaluronate gel to nasolabial folds and facille sodium hyaluronate gel on (B)(6) 2019. The patient previously received filler treatments with yvoire (sodium hyaluronate gel for injection) on (B)(6) 2017 for nasolabial folds and unspecified filler on (B)(6) 2018 to cheek, nasolabial folds and glabella region. On (B)(6) 2019, the patient received treatment with 2ml restylane (lot 15473) to marionette lines (0.25ml each left and right side), nasolabial folds (0.5ml each left and right side), glabella region (0.25ml each left and right side) with 29g needle and unknown technique. 41 days later, on (B)(6) -2019, the patient experienced swollen(implant site swelling) and redness(implant site erythema) at left cheek. Treatment for the adverse events included cefradine IV, melilotus extract tablet (xiaotuozhi) [melilotus officinalis] for external use and dexamethasone 10mg IV drop. Outcome at the time of the report: swollen was recovering/resolving. Redness was recovering/resolving.